Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a procedure using a small flexnav delivery system. The annular dimensions of the native valve were perimeter 68.6mm and area of 354.9mm^2. During procedure, on first recapture the physician was unable to fully recapture the valve for repositioning. A decision was made to remove the valve and flexnav from the patient. After that, it was noted that flexnav and the valve were damaged. The external skirt of the valve and the valve capsule were damaged. A new 25mm navitor valve and small flexnav delivery system were chosen to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of retraction problem and device damage was reported. The flexnav delivery system was returned to abbott for analysis. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. The valve capsule was found to have a deformed damage. The inner shaft and nose cone became detached from the delivery system, which appears to be due the sensitivity of the kink damage. A kink remained on the inner shaft. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.